Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the system and found that the seals on the buffer chamber of ratio pump failed. The fse replaced the ratio pump to resolve the issue. The system performance was verified without further issues. No further issues noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of four (4) false high sodium (na) patient results on their unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the four (4) erroneous patient results were reported outside the customer¿s laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.